Event description:
Image disturbance during angulation, ccd defect. This event occurred at the time of during inspection. This event occurred no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Manufacturer narrative:
Correction information: follow up #1, if follow-up, what type?, device evaluated by manufacture, coding changed based on the investigation result. Additional information: device manufacture date. Evaluation summary: we checked the returned unit and confirmed the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module.